Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient wanted to know if they could get a foot MRI. Reviewed MRI information. On the call patient used the controller and said the MRI mode was not highlighted and pt could not enter. Pt said they saw MRI mode on there highlighted before. Asked if ins was charged. Pt said ins charge was probably dying out because they felt 'zapping on and off' and possibly the charge was low. Pt then said implant was at 60%. Pt will charge the implant more and will try MRI mode again. Patient confirmed they knew how to go into MRI mode in the past. Patient will charge the implant and will call back if needed. Pt called back and mentioned yesterday the controller went blank. This morning pt reset and got it working again. Pt was able to go into MRI mode. MRI mode showed eligibility cannot be determined. Pt provided the code off MRI screen. Consulted with technical services (tss) and reviewed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of feeling zapping and MRI mode cannot be determined was that the battery inside charging device had to be taken out and once put back in it started working just fine. The machine is working just fine now. Issue has been resolved.